Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to moisture damage on the keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had a broken reservoir tube lip, scratched reservoir tube window, minor scratches on the display window, a cracked case at the display window corner, cracked display window and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level at the time was 258 mg/dl. Customer stated that the pump was in between something and was against her skin in her cleavage. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.